Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, due to elevated blood glucose levels of 400mg/dl. The customer was treated via intravenous drip (IV), and back up pump and the issue resolved.